Manufacturer narrative:
Submit date: 11/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 11/01/2016 that a customer had an issue with a yankauer suction instrument. The customer reports that the lumen of the cannula is smaller than usual. The physician couldn't clear out even with a small instrument, therefore the device could not suction properly.